Event description:
It has been reported to co that after finishing the procedure, the physician tried to remove the actual device with the guide wire. While removing the introducer the physician felt some resistance. After removing the device from the introducer, he found the outer layer of the actual device was peeled back over itself.